Event description:
Device malfunction: none. Time of symptoms/ae: 9-days post procedure; additional hospitalization. Symptoms/ae: status epilepticus/seizure, altered mental status, fever, hypotension, cardiac arrest, death. It was reported that 9-days post-stent procedure of a right internal carotid artery, the patient was admitted thru the emergency room for seizures, treated with valium, altered mental status and fever of 104f. The patient was treated with IV antibiotics. It was further reported that the patient continued to decline to multi-organ dysfunction, sepsis, and the patient was then intubated. The next day, the patient underwent a surgical revision of his ileal conduit. One day later the patient experienced cardiac arrest and died.